Manufacturer narrative:
Device used for treatment, not diagnosis. Magovern, b., stover, m. D., and young, j. P. (2009). ¿treatment of isolated ulnar nonunions using wave plate osteosynthesis: a report of four cases.¿ journal of orthopaedic trauma (23; 8: 595-599). This report is for an unknown limited contact dynamic compression (lcdc) plate/unknown quantity/unknown lot. Implant date reported as early 2002 within article. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, magovern, b., stover, m. D., and young, j. P. (2009). ¿treatment of isolated ulnar nonunions using wave plate osteosynthesis: a report of four cases.¿ journal of orthopaedic trauma (23; 8: 595-599). United states article. This is a case report involving 4 patients who underwent open reduction and internal fixation (orif) of the ulnar nonunion using biologic fixation techniques and wave plate osteosynthesis. In three patients pervious implants were removed. The nonunion site was identified, and cultures were taken intraoperatively. In three cases a 3.5 limited contact dynamic compression (lcdc) plate was used with at least two bicortical screws both proximally and distal to the fracture. The other patient required a 2.7 lcdc plate as a result of a smaller size of her ulna. During the procedure a wave shape bend was placed in the standard straight plate in the region of the dysvascular nonunion in such a way that the plate was at least 5 mm off the bone. A 28-year-old woman with a significant history of smoking sustained an open monteggia fracture of her right forearm in early 2002, she underwent irrigation, debridement, reduction and fixation with a 8-hole 3.5 lcdc plate. One year after her original surgery she presented to the clinic for a second opinion reporting mild chronic pain in her right forearm. Radiographs revealed an isolated atrophic nonunion of her ulna fracture. She underwent a revision in which a 10-hole 3/5 standard lcdc plate was placed and the area bone was grafted. The patient went on to union without complications. This report 1 of 1 for (B)(4). This report is for an unknown lcdc plate.